Manufacturer narrative:
The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The customer can also utilize the pattern paper to confirm system laser is providing correct pattern/coverage. The customer performed pattern paper test and sent it in for evaluation. The review of the pattern paper showed proper pattern/coverage. This shows the system was operating as expected. According to fraxel user guide, infections and delayed wound healing are possible complications of fraxel treatments. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices, such as the fraxel 1550, fraxel 1927, or fraxel dual 1550/1927 laser systems. If observed, infections should be treated appropriately with topical and/or systemic medications. Following laser treatments, re-epithelization may not occur as expected due to patient physiology, i.e. Poor wound healing ability, or post-treatment care. This may result in undesirable textural changes. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, infections and delayed wound healing are possible complications of fraxel treatments. At this time, no CAPA is necessary.

Event description:
A user facility reported prolonged healing with an infection on the neck 6 days post fraxel dual treatment to the face and neck. The report noted that the patient had another procedure (botox) within the last ninety days on the same area as treatment, but not on the same area as the event. This was the patient's first fraxel procedure. The patient was prescribed an unknown antibiotic for the infection. The current status was otherwise reported to be normal. The outcome was also reported that a permanent scar is unlikely; however, it was noted as uncertain at this time. No picture was available to review despite multiple requests. No other treatments (besides the one reported) were being performed in the same area where the symptoms occurred. The patient was using aslkan nectar and moisturizer- it was unspecified if it was used before, during, or after the treatment. The patient had ¿significant sun damage¿ prior to the treatment and the skin type recorded for the patient is fitzpatrick skin type IV. The highest energy level used was 10 mj with 8 passes on the face and neck. There were overlapping passes. There were no system errors that occurred nor was anything out of the ordinary noticed during the treatment. The rollers were changed prior to treatment, but the burn paper test was not performed prior to using the tip.